Event description:
It was reported by a customer complaint to the mfrs clinical help line that the pt received an overinfusion of insulin which required intervention. The reporter alleges that earlier in the day they had loaded 2 ml of insulin into the pt's pump and later discovered that the cartridge chamber was empty and presumably infused into pt. When questioned regarding the well-being of the pt the reporter stated; "fine, I have the pt under control". Given the amount of insulin the reporter claims was infused they were questioned whether they had called 911 or contacted pt's dr. Pt stated they had not. It was recommended they do that asap. The reporter responded with a demand for a replacement device, they were assured that one would be delivered with the highest priortiy. Again the rn managing the call tried to ascertain the physical condition of the pt. The reporter's response was "they were being taken care of". When questioned regarding bg values the answer was "40,39,65". A call to the pt's physician was recommended to address the risk of sereve hypoglycemia complications, the reporter responded "don't worry about that, that is under control, I just need for thier pump to be replaced". The reporter was called back several times within the following hour, it was reported that the pt did begin to feel better and their bg was coming up (153) later it was learned that the pts dr. Had been called who advised to check bg every 30 minutes and gave instructions regarding insulin admin per syringe injections as needed until pump arrives. Pump will be returned for evaluation.